Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas and stated that the ok keypad button was intermittently responsive and all keypad buttons have been sticking for several months. The reporter denied damage to the keypad or trauma to the pump. No evidence of moisture in the pump was reported. The patient indicated that the pump was worn outside of clothing and was cleaned occasionally with water. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.